Manufacturer narrative:
(B)(4). The device (catalog#) is not sold in the us. Similar device/component sold in the us.

Event description:
The customer reports the line fractured after 2 days and a leak was present.the device was replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned one single-lumen midline catheter for evaluation. After the catheter failed functional testing , the extension line was microscopically examined. Two small slits were detected about halfway down the extension line body. The slits were straight and smooth , indicating contact with sharps (needle, scissors, scalpel, etc.) Caused the damage. The extension line contained two small slits 21 mm from the distal end of the luer hub. The catheter was initially flushed to detect any blockages. The distal end of the catheter was then clamped and a lab inventory syringe filled with water was connected to the extension line luer hub. The plunger was depressed and the catheter was pressurized. Small beads of water were detected in the extension line. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The returned midline catheter contained two small slits in the extension line, consistent with damage caused by contact with a sharp object. A device history record review was performed with no relevant findings. Based on the sample received it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the line fractured after 2 days and a leak was present. The device was replaced without incident.